Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini enhanced read inaccurately low compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on an unspecified day towards the end of (B)(6) 2013, she was not feeling well and emergency services was contacted. The patient stated that at time of their arrival her blood glucose was tested and obtained readings of "7-8 mmol/l (126-144 mg/dl" with the subject meter and "26 mmol/l (468 mg/dl)" with the ems meter, performed within a few minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient claimed that approximately 4 hours prior to when the paramedics were called; she developed symptoms of feeling tired, dizzy, lightheaded and was experiencing sensitivity to light. The patient told the csr that the light sensitivity was most likely due to a cataract surgery. The patient stated that she tests her blood glucose 2-3 times a day and manages her diabetes with a set dose of humalog insulin. Prior to the onset of symptoms and even when symptomatic, the patient confirmed she was testing with the subject meter and always obtained readings "under 10 mmol/l". The patient claimed she did not make any adjustments to her insulin intake based on the meter results and continued taking her usual dose. The patient reported she was taken to the hospital and treated with IV fluids. At the time of troubleshooting, the patient informed the csr that she had disposed of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient was reportedly treated by an hcp for signs/symptoms of hyperglycemia after obtaining inaccurate low results with the subject meter.